Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic torn nearly in half. Functional testing could not be performed due to the returned condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to specs at the time of release. Based on the info available, the root cause of the event cannot be determined.

Event description:
The surgeon reported that while inserting the ao60g intraocular lens, the lens flipped. Add'l info received subsequently indicates that the surgeon enlarged the incision in order to remove the lens. The surgeon implanted another akrons lens of the same size and diopter successfully.